Manufacturer narrative:
The patient is currently implanted with an eleos distal femoral replacement. It was reported that a patient is experiencing a limited range of motion. The patient will be undergoing a revision procedure to replace the current eleos midsection and eleos distal femur to shorter sizes, in order to decrease the length of the construct. The device history records and historical trend data were reviewed and no abnormalities were identified. The eleos limb salvage system surgical technique advises to trial and perform trial reduction if required, to allow for proper patella tracking and range of motion. Additionally, the eleos limb salvage system IFU advises that correct selection of prosthesis is reliant on the judgement of the medical professional. Based on the available information, the cause could not be determined conclusively.

Manufacturer narrative:
Investigation for this event is currently in process. Once additional information is received, a supplemental will be filed accordingly. The following mfrs were submitted for this event: 3013450937-2024-00108. 3013450937-2024-00109.

Event description:
The patient is currently implanted with an eleos distal femoral replacement. It was reported that a patient is experiencing a limited range of motion. The patient will be undergoing a revision procedure to replace the current eleos midsection and eleos distal femur to shorter sizes, in order to decrease the length of the construct. This event will be reportable to the FDA as a serious injury as the patient will be revised to replace the implanted devices. This report will cover the eleos midsection.